Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, intervertebral disc protrusion, acute pharyngitis, neck pain, muscle contracture, obesity, streptococcal pharyngitis, tonsillitis, abortion and ectopic pregnancy. No known allergies. Family history included endometrial cancer (sister), hepatic cancer (grandparents) and colon cancer (grandparents). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced cervical cyst ("nabothian cysts of very few millimetres in size (the biggest one is 5 mm)"), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), asthenia ("asthenia"), pain ("generalised pain"), pain in extremity ("leg pain") and procedural pain ("right hypochondrium pain from her right fossa to her hypogastrium since the essure removal procedure"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy. Laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, cervical cyst, headache, asthenia, pain, pain in extremity and procedural pain outcome was unknown. The reporter considered asthenia, cervical cyst, headache, pain, pain in extremity, pelvic pain and procedural pain to be related to essure. The reporter commented: essure insertion details: the hysteroscope was inserted without complications and the findings described above were visualized. Essure system was inserted through the left ostium and subsequently through the right ostium. Two coils from each essure were in the endometrial cavity. Surgical report of (B)(6) 2020: total hysterectomy with bilateral salpingectomy. Laparoscopy. Normal uterus and ovaries. Essure devices found upon palpation of fallopian tubes. Significant abdominal and visceral obesity. (B)(6) 2020: patient came to retrieve anatomical pathology results after a total simple hysterectomy plus removal of essure devices, which took place at the beginning of last january: chronic cervicitis, proliferative phase endometrium, no histopathological alterations of the myometrium, fallopian tubes with essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: both essure devices can be observed. Cytology - in (B)(6) 2017: normal. Magnetic resonance imaging - on (B)(6) 2019: device made of metal, linear-shaped, apparently located in both fallopian tubes; they appear to be essure® devices (see the arrows in the pictures). -uterus is normal in size and shape. -nabothian cysts of very few millimetres in size (the biggest one is 5 mm). -no significant alterations observed in the adnexa, which appear to be normal in size, shape and position. -no images found that would suggest adenopathies of considerable size in the iliac lymph node chains. -no free fluid found in the abdomen. -the bone structures analysed do not show relevant alterations. Ultrasound scan vagina - in (B)(6) 2017: anteverted uterus, trilaminar endometrium, normal ovaries. I do not see any essure devices.; on (B)(6) 2020: normal ovaries with a residual haemorrhagic corpus luteum cyst that measures 13 mm. Everything else within normal parameters according to the procedure she underwent.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2021: lawyer provided the complete medical history record: essure removal was deleted as event and considered as pelvic pain treatment; new events headaches, pelvic pain, asthenia, generalised pain, leg pain and right hypochondrium pain from her right fossa to her hypogastrium since the essure removal procedure added; medical history and familial history provided, new lab data added; essure insertion and removal details provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain / severe pain in the pelvis [pelvic pain female] nabothian cysts of very few millimetres in size (the biggest one is 5 mm) [nabothian cyst] headaches / severe headaches/ headaches going back four [headache] asthenia [asthenia] generalised pain / severe pain throughout the body [pain] leg pain / lower limbs pain [pain of lower extremities] right hypochondrium pain from her right fossa to her hypogastrium since the essure removal procedure / strong contractions in the belly [abdominal pain localised] bleeding randomly not having a menstrual cycle [genital bleeding] permanent tiredness [chronic fatigue] depressive moments [recurrent depressive disorder] times of anxiety [anxiety] moments of lack of self-esteem [self esteem decreased] psychological consequences [psychological disorder] pain in the right upper quadrant [abdominal pain upper] abdominal contractions [abdominal crampy pains] persistent discomfort [medical device discomfort]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / severe pain in the pelvis") in a 37-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian pain in 2013, ectopic pregnancy and amenorrhea in 2012, obesity in 2008, abortion (6-week abortion without curettage.) In 2007 and menarche (11 years), tonsillitis, streptococcal pharyngitis, muscle contracture, neck pain, acute pharyngitis, intervertebral disc protrusion, parity 2 (2008: normal pregnancy, vacuum assisted delivery and 2014: normal pregnancy, full-term delivery) and multigravida. No known allergies. Previously administered products included: methotrexate for ectopic pregnancy. The patient had a family history of endometrial cancer (sister), hepatic cancer (grandparents) and colon cancer (grandparents). On (B)(6)2015, the patient had essure inserted. On (B)(6)2018, 1321 days after essure insertion, she experienced headache ("headaches / severe headaches/ headaches going back four"). In (B)(6) 2019 she experienced pain in extremity ("leg pain / lower limbs pain") and abdominal pain localised ("right hypochondrium pain from her right fossa to her hypogastrium since the essure removal procedure / strong contractions in the belly"). On (B)(6)2019 she experienced cervical cyst ("nabothian cysts of very few millimetres in size (the biggest one is 5 mm)"). On (B)(6)2020 she experienced abdominal pain upper ("pain in the right upper quadrant"). On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), asthenia ("asthenia"), pain ("generalised pain / severe pain throughout the body"), genital haemorrhage ("bleeding randomly not having a menstrual cycle"), fatigue ("permanent tiredness"), depression ("depressive moments"), anxiety ("times of anxiety"), self esteem decreased ("moments of lack of self-esteem"), mental disorder ("psychological consequences"), abdominal crampy pains ("abdominal contractions") and medical device discomfort ("persistent discomfort"). The patient was hospitalised from (B)(6)2020. The patient was treated with ibuprofen, diazepam, omeprazole, paracetamol, clexane (enoxaparin sodium), enantyum (dexketoprofen trometamol), nolotil [metamizole magnesium], betahistine and anti-inflammatory (diclofenac sodium) as well as surgery (total hysterectomy with bilateral salpingectomy. Laparoscopy). At the time of the report, the medical device discomfort had resolved and the abdominal pain upper had not resolved. The outcomes for pelvic pain, cervical cyst, headache, asthenia, pain, pain in extremity, abdominal pain localised, genital haemorrhage, fatigue, depression, anxiety, self esteem decreased, mental disorder and abdominal crampy pains were unknown. The reporter considered abdominal pain localised, abdominal crampy pains, abdominal pain upper, anxiety, asthenia, cervical cyst, depression, fatigue, genital haemorrhage, headache, medical device discomfort, mental disorder, pain, pain in extremity, pelvic pain and self esteem decreased to be related to essure administration. The reporter commented: essure insertion details: the hysteroscope was inserted without complications and the findings described above were visualized. Essure system was inserted through the left ostium and subsequently through the right ostium. Two coils from each essure were in the endometrial cavity. Surgical report of (B)(6)2020: total hysterectomy with bilateral salpingectomy. Laparoscopy. Normal uterus and ovaries. Essure devices found upon palpation of fallopian tubes. Significant abdominal and visceral obesity. (B)(6)2020: patient came to retrieve anatomical pathology results after a total simple hysterectomy plus removal of essure devices, which took place at the beginning of last january: chronic cervicitis, proliferative phase endometrium, no histopathological alterations of the myometrium, fallopian tubes with essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6)2019: both essure devices can be observed [cytology] in (B)(6) 2017: normal [gynaecological examination] on (B)(6)2020: within normal limits [hysterosalpingogram] on (B)(6)2015: tubal blockage confirmed [magnetic resonance imaging] on (B)(6)2019: device made of metal, linear-shaped, apparently located in both fallopian tubes; they appear to be essure® devices (see the arrows in the pictures). -uterus is normal in size and shape. -nabothian cysts of very few millimetres in size (the biggest one is 5 mm). -no significant alterations observed in the adnexa, which appear to be normal in size, shape and position. -no images found that would suggest adenopathies of considerable size in the iliac lymph node chains. -no free fluid found in the abdomen. -the bone structures analysed do not show relevant alterations [pathology test] on (B)(6)2020: chronic cervicitis, proliferative endometrium, myometrium without histological alterations, fallopian tubes with essure devices. [Physical examination] in (B)(6) 2019: normal; on (B)(6)2020: within normal limits [ultrasound abdomen] on (B)(6)2020: both kidneys are observed with little dilation of the renal pelvis. Diagnosis: uncomplicated corpus luteum. Evolution: goes to the delivery room for analysis [ultrasound scan vagina] in (B)(6) 2017: anteverted uterus, trilaminar endometrium, normal ovaries. I do not see any essure devices.; on (B)(6)2020: small hematoma in the vaginal vault with a maximum diameter of 34mm. Anechoic image that seems to depend on the right ovary of about 62x44mm, probably compatible with the corpus luteum with a small clot inside.; on (B)(6)2020: normal ovaries with a residual haemorrhagic corpus luteum cyst that measures 13 mm. Everything else within normal parameters according to the procedure she underwent. A small 34mm vaginal cupola hematoma and a 62x44mm hemorrhagic corpus luteum cyst of the right ovary were discovered on ultrasound. [Ultrasound uterus] on (B)(6)2012: anteverted uterus showing a gestational sac with embryonic echoes inside (crl 6.5mm according to 6 + 4 weeks), carcinoembryonic antigen +. Normal annexes where the corpus luteum is seen in the right ovary of approximately 40mm. Diagnosis: evolutionary gestation; in (B)(6) 2019: normal, can not see essure. It is cited after x-rays. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 28-oct-2024: new events abdominal pan & medical device discomfort added. Event outcome added to medical device discomfort as recovered resolved. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain in the pelvis') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain in 2013, ectopic pregnancy in 2012, amenorrhea in 2012, obesity in 2008, abortion (6-week abortion without curettage.) In 2007, multigravida, parity 2, intervertebral disc protrusion, acute pharyngitis, neck pain, muscle contracture, streptococcal pharyngitis, tonsillitis and menarche (11 years). No known allergies. Previously administered products included for ectopic pregnancy: methotrexate in 2012. Family history included endometrial cancer (sister), hepatic cancer (grandparents) and colon cancer (grandparents). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache ("headaches / severe headaches"), 3 years 7 months after insertion of essure. In (B)(6) 2019, the patient experienced pain in extremity ("leg pain / lower limbs pain") and abdominal pain ("right hypochondrium pain from her right fossa to her hypogastrium since the essure removal procedure / strong contractions in the belly"). On (B)(6) 2019, the patient experienced cervical cyst ("nabothian cysts of very few millimetres in size (the biggest one is 5 mm)"). On (B)(6) 2020, the patient experienced abdominal pain upper ("pain in the right upper quadrant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), pain ("generalised pain / severe pain throughout the body"), genital haemorrhage ("bleeding randomly not having a menstrual cycle"), fatigue ("permanent tiredness"), depression ("depressive moments"), anxiety ("times of anxiety"), self esteem decreased ("moments of lack of self-esteem") and mental disorder ("psychological consequences"). The patient was treated with betahistine, dexketoprofen trometamol (enantyum), diazepam, diclofenac sodium (anti-inflammatory), enoxaparin sodium (clexane), ibuprofen, metamizole magnesium (nolotil), omeprazole, paracetamol and surgery (total hysterectomy with bilateral salpingectomy. Laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, cervical cyst, headache, asthenia, pain, pain in extremity, abdominal pain, genital haemorrhage, fatigue, depression, anxiety, self esteem decreased and mental disorder outcome was unknown and the abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, asthenia, cervical cyst, depression, fatigue, genital haemorrhage, headache, mental disorder, pain, pain in extremity, pelvic pain and self esteem decreased to be related to essure. The reporter commented: essure insertion details: the hysteroscope was inserted without complications and the findings described above were visualized. Essure system was inserted through the left ostium and subsequently through the right ostium. Two coils from each essure were in the endometrial cavity. Surgical report of (B)(6) 2020: total hysterectomy with bilateral salpingectomy. Laparoscopy. Normal uterus and ovaries. Essure devices found upon palpation of fallopian tubes. Significant abdominal and visceral obesity. (B)(6) 2020: patient came to retrieve anatomical pathology results after a total simple hysterectomy plus removal of essure devices, which took place at the beginning of last january: chronic cervicitis, proliferative phase endometrium, no histopathological alterations of the myometrium, fallopian tubes with essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: both essure devices can be observed. Cytology - in (B)(6) 2017: normal. Gynaecological examination - on (B)(6) 2020: within normal limits. Magnetic resonance imaging - on (B)(6) 2019: device made of metal, linear-shaped, apparently located in both fallopian tubes; they appear to be essure® devices (see the arrows in the pictures). -uterus is normal in size and shape. -nabothian cysts of very few millimetres in size (the biggest one is 5 mm). -no significant alterations observed in the adnexa, which appear to be normal in size, shape and position. -no images found that would suggest adenopathies of considerable size in the iliac lymph node chains. -no free fluid found in the abdomen. -the bone structures analysed do not show relevant alterations. Pathology test - on (B)(6) 2020: chronic cervicitis, proliferative endometrium, myometrium without histological alterations, fallopian tubes with essure devices.. Physical examination - in (B)(6) 2019: normal; on (B)(6) 2020: within normal limits. Ultrasound abdomen - on (B)(6) 2020: both kidneys are observed with little dilation of the renal pelvis. Diagnosis: uncomplicated corpus luteum. Evolution: goes to the delivery room for analysis. Ultrasound scan vagina - in (B)(6) 2017: anteverted uterus, trilaminar endometrium, normal ovaries. I do not see any essure devices.; on (B)(6) 2020: small hematoma in the vaginal vault with a maximum diameter of 34mm. Anechoic image that seems to depend on the right ovary of about 62x44mm, probably compatible with the corpus luteum with a small clot inside.; on (B)(6) 2020: normal ovaries with a residual haemorrhagic corpus luteum cyst that measures 13 mm. Everything else within normal parameters according to the procedure she underwent. . A small 34mm vaginal cupola hematoma and a 62x44mm hemorrhagic corpus luteum cyst of the right ovary were discovered on ultrasound.. Ultrasound uterus - on (B)(6) 2012: anteverted uterus showing a gestational sac with embryonic echoes inside (crl 6.5mm according to 6 + 4 weeks), carcinoembryonic antigen +. Normal annexes where the corpus luteum is seen in the right ovary of approximately 40mm. Diagnosis: evolutionary gestation; in (B)(6) 2019: normal, can not see essure. It is cited after x-rays. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2021: new adverse events(genital bleeding, fatigue, depression, anxiety, self steem decreased, psychological problems, abdominal pain upper), medical history, treatment and historical drugs were reported. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, intervertebral disc protrusion, acute pharyngitis, neck pain, muscle contracture and obesity. No known allergies. In 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced cervical cyst ("nabothian cysts of very few millimetres in size (the biggest one is 5 mm)"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy. Laparoscopy.). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and cervical cyst outcome was unknown. The reporter considered cervical cyst and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2019: device made of metal, linear-shaped, apparently located in both fallopian tubes; they appear to be essure® devices (see the arrows in the pictures). Uterus is normal in size and shape. Nabothian cysts of very few millimetres in size (the biggest one is 5 mm). No significant alterations observed in the adnexa, which appear to be normal in size, shape and position. No images found that would suggest adenopathies of considerable size in the iliac lymph node chains. No free fluid found in the abdomen. The bone structures analysed do not show relevant alterations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, intervertebral disc protrusion, acute pharyngitis, neck pain, muscle contracture and obesity. No known allergies. In 2015, the patient had essure inserted. On 13-nov-2019, the patient experienced cervical cyst ("nabothian cysts of very few millimetres in size (the biggest one is 5 mm)"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy. Laparoscopy.). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and cervical cyst outcome was unknown. The reporter considered cervical cyst and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on (B)(6) 2019: device made of metal, linear-shaped, apparently located in both fallopian tubes; they appear to be essure® devices (see the arrows in the pictures). Uterus is normal in size and shape. Nabothian cysts of very few millimetres in size (the biggest one is 5 mm). No significant alterations observed in the adnexa, which appear to be normal in size, shape and position. No images found that would suggest adenopathies of considerable size in the iliac lymph node chains. No free fluid found in the abdomen. The bone structures analysed do not show relevant alterations. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.